Event description:
Related manufacturer reference number: 2017865-2024-00204 it was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The ra lead was explanted and replaced. During the procedure, the right ventricular (rv) lead was dislodged when the ra lead was being extracted. The rv lead was explanted and replaced. The patient was in stable condition.